Event description:
There were changes made to the test kit components of the abbott signify strep a test kit that resulted in lower sensitivity. There was no indication on the kit itself that changes occurred. Tests conducted in lab demonstrated that the new kit has significantly lower sensitivity than the previous one.